Manufacturer narrative:
Vyaire medical file identification: (B)(4). D4: unique identifier (UDI) # - unable to determine entire UDI# as information was not provided. H3: 81 other - at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilator was having an issue with the tf 388 alarm while in use. No patient harm reported. Analyzed logs and found persistent tf 388 and 271 alarms. Inlet pressure was below 4.5bar. Per troubleshooting flow chart vent requires new insp block.